Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the heartmate 3 system controller would not communicate with any of the power module/heartmate touch systems. Multiple equipment carts and patient cables were tried. The patient was not having any alarms or power/low voltage issues. The bedside nurse reported that this was intermittent during the patient's admission and then stopped working all together. Log files were not able to be retrieved due to no communication. The system controller and modular cable were exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller not communicating with the system monitor or heartmate touch was confirmed via evaluation of the returned heartmate 3 system controller, serial number (B)(6). The system controller was connected to a test system monitor and communication was not established, reproducing the reported event. The system controller power cables were replaced with test power cables and the issue resolved. The system controller was then functionally tested and passed without any issues. The returned system controller power cables were resistance tested, and the orange wire of the white power cable did not pass. The white power cable was opened and inspection of the underlying wires revealed that the orange wire that is associated with the communication line was broken near the connector-side bend relief; this prevented the controller from communicating with the system monitor. The reported event was determined to be due to wire fatigue within the white power cable, causing the orange wire to become fractured, consistent with repetitive flexing of the cable over time. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. Incidental findings: on the white power cable, a green fluid substance consistent with fluid ingress coating the protective wire layers was found. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. Heartmate 3 IFU (rev. D) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. A) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), and the actions to take if the alarm cannot be resolved. Heartmate 3 IFU (rev. D) section 8 - ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. A) section 6 - ¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. The patient handbook and the heartmate 3 IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.